Event description:
It was reported that insulin was squirting out of the insulin pump during manual priming. The customer's blood glucose was unknown. The customer stated that the piston continued moving forward and would not stop during the tubing filling process. The customer stated that they were disconnected from the device during the priming process. Troubleshooting was performed but the issue persisted. There were no alarms present in the history of the insulin pump. The drive support cap was recessed. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the displacement test, self test and unexpected restart error test. All operating currents are within specification. Off no power alarm functioned properly. Insulin pump was unable to prime during prime test and alarm motor error during basic occlusion test due to faulty force sensor. No prime alarm noted. Unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The motor was tested outside of the device and passed. Insulin pump had minor scratches on display window, scratched case, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.